Event description:
Patient reported a right side "discharge, a swollen lymph node" and exchange due to concern with the product. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was lymphadenopathy, discharge and exchange due to concern with product.

Event description:
Patient reported a right side "discharge, a swollen lymph node" and exchange due to concern with the product. Device remains implanted.